Manufacturer narrative:
Date of submission (B)(4) 2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: review of the black box data revealed records of call service alarm (B)(4) (motor alarm) recorded on (B)(4) 2017. The battery compartment and battery cap were intact and without damage. With the returned battery cap in place, the pump powered on with functioning audio tone and vibration; however, the display screen remained blank. Further investigation of the alleged call service alarm issue was not possible due to the blank display screen. The display screen failure was noted to be due moisture ingress inside the pump affecting the display flex and connector. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Method code: (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.